Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that surgeon commented that the mill was no longer sharp enough and that it required too much physical force to plane the necessary amount of bone. There was no impact to the patient.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Visual inspection confirmed the reported event. The cutting teeth are worn and chipped. The instrument is corroded. The observed corrosion is localised. The most likely cause of the reported event was the wear and tear of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Mill was no longer sharp enough and that it required too much physical force to plane the necessary amount of bone.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.